Event description:
Respiratory therapist attempted to administer a metered dose inhalant in-line to a ventilated pt using metered dose elbow. Metered dose elbow did not activate inhalant. Respiratory therapist inspected the metered dose elbow and noticed a piece of plastic was missing from inside it; interior projecting piece broken instead of smooth piece missing. Piece not found in storage bag or in suction cannister. Bronchoscopy done to locate and remove plastic piece in case it had entered endotracheal tube and lungs - not found. Pt appears at present not to have suffered deleterious effects except for unplanned bronchoscopy. (*)